Manufacturer narrative:
Coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having problems charging the implantable neurostimulator (ins) - the patient (pt) stated they see system problem rm03. Agent asked if the recharger gets hot. Pt stated no. When agent asked event date for rm03; pt stated 'awhile'. Pt then stated that the paddle does get hot. No pt harm reported. Pt mentioned this will be their 3rd paddle. Pt then stated that they have not been using the therapy much because the they were only getting relief to their leg pain. Pt stated that they have been reprogrammed so many times but, they were told that 'tissue' grows over the sensors and electrodes. Pt stated the efficacy of the ins is not great and the ins was never at the achieved desire like the trial. Pt stated they used to charge every 2 days now, the ins battery doesn't last a day. Agent reviewed information and pt stated that makes sense. Agent sent request to repair to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the [recharger], model [97755-s], s/n [(B)(6)], revealed. Analysis found:"failed-antenna test temp" medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.